Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming fluidics module was replaced to resolve the issue. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming fluidics module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the ophthalmic operating console had an issue change from water to air there was no pressure.